Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched, kinked, and torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined. Inspection of the device found no damages or defects that would contribute to skin swelling. The cause of the reported skin swelling could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: ap3a.240905.015.a2.s901usqu8fydb. Smartphone hardware: sm-s901u. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 400 mg/dl, while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be bent. As treatment, the patient changed out the pod.